Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had an implantable neurostimulator (ins) in their right abdomen which was removed several years ago. This was because they were playing around with their kids and the ins got dislodged. The patient was a thin person and the ins was protruding about one to a half inch from the skin. The patient stated that the therapy was "amazing" and that they "loved it". The patient was thinking about getting another implant but of a smaller size. The indication for use for the implanted device was noted failed back surgery syndrome and spinal pain. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
One of the previously reported indications for use for the implanted device was incorrect. The patient was implanted for failed back surgery syndrome only and not for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.